Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014, and the patient was discharged home. The following day the patient "reported back and with sepsis and endometritis". The physician prescribed "antibiotics for 7 days". The patient is "fine" and was discharged home.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complainant device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).